Manufacturer narrative:
(B)(4). Batch # m93g1k. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip form, close completely? Was the clip closed on the vessel and then fell off the vessel? If yes, did the clip fall into the patient? If yes, how was the clip retrieved? How was the procedure completed? The analysis results found that the mcm20 was received with one clip in the jaws. In an attempt to replicate the reported incident, the device was cycled and it formed the clip that was contained in the jaws. The instrument was cycled again and one malformed clip was formed due to an antibackup failure. The remaining 15 clips were fed and formed as intended. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon normally used the open clip to clip the vessel. However, the clip did not properly work. He had tried multiple times to clip the vessel, but none of trials worked well. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.